Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had multiple episodes of oversensing of noise resulting in pacing inhibition in a pacer dependent patient. The noise was cause by electromagnetic interference (emi). The patient is a farmer who welds and works with a lot of electrical equipment.